Event description:
Same case as MDR ID: 2134265-2014-00932, 2134265-2014-00836, 2134265-2014-00837, 2134265-2014-02675, 2134265-2014-02676. (B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2012, a 2.5 x 8 mm ion drug eluting stent was implanted in the first obtuse marginal (om) branch, followed by a 2.5x16mm promus element plus stent which was implanted in (B)(6) 2012 and a 2.25x16mm promus element plus stent which was implanted in (B)(6) 2012. In november 2013, coronary angiography was performed and revealed 75-80%% diffuse restenosis of the previously placed study stents (2.5 x 8 mm ion stent, 2.5 x 16 mm promus element plus stent and 2.25 x 16 mm plus element plus stent) located in the 1st om. The lesion was treated with balloon angioplasty and placement of a 2.25mm x 28 mm unspecified drug eluting stent with 0% residual stenosis. The event accelerated angina was considered not recovered/not resolved and the event chest pain and in-stent restenosis was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).